Manufacturer narrative:
(B)(4). It is indicated that the device is not returning, therefore a failure of the complaint device could not be completed. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product deficiency related to guide wire identifier durability with repeated use was noted. Further assessment of this issue per site operating procedures was performed. Corrective and preventive actions to address this issue have been conducted and the performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the balance middleweight elite guide wire was used in a lesion located in the left anterior descending artery (lad)/left main. The yellow guide wire identification sheath became damaged due to devices (balloons, catheters, etc) being advanced on the guide wire. The physician reports resistance during use and observed that the markers became damaged. The physician exchanged and placed a whisper guide wire to complete the procedure. No adverse patient effects were reported. No additional information was provided.